Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Event description:
Customer reported a button error alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer stated that there were cracks in the case from the insulin pump being dropped. No additional information was added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.